Manufacturer narrative:
External insulation abrasion was noted at 8.4 ¿ 8.7 cm from the distal tip consistent with lead friction to the device can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.